Event description:
It was reported that the patient presented to the clinic with near skin erosion over pump site on (B)(6) 2014. The patient could not be scheduled for surgery that day but it was recommended that patient be admitted. The family opted to take the patient home. A follow up picture was sent to the clinic the next day from family with a reddened area and near erosion. The plan was for the patient to come to the hospital (B)(6) 2014 to be admitted and evaluated. Surgical intervention or explant was to be scheduled if necessary. The patient status was reported as ¿alive-with injury¿. It was later reported that the patient was receiving gablofen (2000 mcg/ml at 386.5 mcg/day in simple continuous mode) via the pump. The pump was explanted on (B)(6) 2014. The patient was at home and doing well. The patient was on 6 weeks of IV (intravenous) antibiotics. The skin erosion did not occur although there was redness and "near erosion" near the side port.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).